Event description:
Customer reported that they are having issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 180 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked display window corners, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.